Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with a result of 6.2 mmol/l. An additional sample obtained from the neonate reportedly measured 4.2 mmol/l, in the facility's lab, 2 minutes later. Reporter did not indicate if patient was treated based on the value obtained on the inform system. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.